Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer was at work without the pump and was informed by technical support about the steps required to reset the pump, with plans to call back once at home. Upon follow up bg level exceeded 500. Specific value unknown. Value displayed "high". Patient did not have a back up method nor did they require intervention from a 3rd party. Cts provided pump reset information and assisted caller with resetting the pump. After reset the same malfunction code recur after resetting the pump. Cts to replace pump.